Event description:
A left heart cath was performed using right femoral artery access without complications. At the end of the procedure, a vascade closure device was used. Upon removal of the vascade deployment system moderate bleeding was noted and pressure was held at the site until the bleeding stopped. The vascade deployment system was visually inspected to locate the vascular plug, however the plug was not located. The decision then was made to image the right leg to locate the vascular plug. The plug was found below the right popliteal artery. Multiple attempts were made to retrieve the device using percutaneous techniques without success, warranting vascular surgery for retrieval.